Manufacturer narrative:
E.1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before processing a sample using the bd vacutainer® sst¿ ii advance blood collection tubes, there was leakage from the gel barrier section of the sample after several attempts post centrifugation on (1) tube. There was no report of impact to the patient or user.

Event description:
It was reported that before processing a sample using the bd vacutainer® sst¿ ii advance blood collection tubes, there was leakage from the gel barrier section of the sample after several attempts post centrifugation on (1) tube. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 16-sep-2024 investigation summary bd received ten (10) samples, one (1) photo and one (1) video for investigation. The video was reviewed and the indicated failure mode for poor barrier separation was observed, but gel smearing was not seen in both the video and the photo. Additionally, the returned samples were evaluated visually for gel defects and no gel issue was observed as all samples met specification. Complaints for sample quality are under statistical control for the month of september 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation, and unconfirmed for gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.